Manufacturer narrative:
An event of st-segment and ventricular fibrillation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated "the user did not allege that a device malfunction caused this event."

Event description:
During a left atrial appendage (laa) closure case, a 14f amplatzer torqvue 45x45 delivery sheath was used. While the dilator was being removed from the sheath, the patient took a deep breath and subsequently st-segment elevation was noted. A few seconds later the patient developed ventricular fibrillation which required defibrillation. The patient then returned to a normal rhythm. The laa case was then successfully completed and the patient was reported to be stable. The user did not allege that a device malfunction caused this event so the product was not returned for analysis.